Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral catheter was returned in the opened original packaging. Visual inspection noted the black tip had disconnected from the tiger tail. The black tip was not provided for evaluation. Black residue had been left on the tiger tail where the separation occurred. The blue and white connector remained on the pigtail. The inner diameter was measured with a pin gage and found to be 0.041" and the outer diameter was measured with a laser micrometer which was found to be 0.065"; both measurements were within specifications. As no patient involvement was reported, the device was not used though it is intended for treatment purposes. As damage was noted on the device, there appears to be a relationship between the device and reported event. A potential root cause for this failure could be ¿temperature too high¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." The actual/suspected device was inspected.

Event description:
It was reported that tigertail ureteral catheter tip came off inside of the patient. The user had to retrieve the tip that was left in the kidney. Per follow up via phone on 31mar2021, one catheter had broke inside the patient. The customer noted that when the catheter was removed, the tip was missing and x-ray revealed that it was still present in the patient's kidney. The broken piece was retrieved from the patient. After this case, another catheter was tested prior to insertion and the tip came off as well. Per follow up via email on 13apr21, 3rd ureteral catheter with another lot was opened and remained intact upon checking by their scrub technician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that tigertail ureteral catheter tip came off inside of the patient. The user had to retrieve the tip that was left in the kidney. Per follow up via phone on (B)(6) 2021, one catheter had broke inside the patient. The customer noted that when the catheter was removed, the tip was missing and x-ray revealed that it was still present in the patient's kidney. The broken piece was retrieved from the patient. After this case, another catheter was tested prior to insertion and the tip came off as well. Per follow up via email on 13 apr 2021, 3rd ureteral catheter with another lot was opened and remained intact upon checking by their scrub technician.